Event description:
It was reported that during a service visit for a previously reported issue and while calibrating and performing functionality checks, a getinge service territory manager (stm) detected a large helium leak for the cardiosave intra-aortic balloon pump (iabp). There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The stm noted that the o-rings were dried out and replaced the o-rings to correct the helium leak. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a service visit for a previously reported issue and while calibrating and performing functionality checks, a getinge service territory manager (stm) detected a large helium leak for the cardiosave intra-aortic balloon pump (iabp). There was no patient involved and no adverse event was reported.